Event description:
Customer reported the system is displaying low ma errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the x-ray controller and cleaned the high voltage cable connections. System operates as intended.